Event description:
Customer reported that a patient with anti-e and anti-c did not react with all of the c+ cells on the panel. Anti-e was identified, however, only cell 9 reacted 2+ (e- c+). Additional testing identified an anti-c.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).